Manufacturer narrative:
The pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. There was no unexpected no delivery alarms noted. The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at display window corners. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms during bolus. The customer's blood glucose level at the time of incident was 588mg/dl. The customer treated the high with manual injections. The customer mentioned the pump had fallen in the toilet about five months ago, but the pump is still functioning. The customer was unable to troubleshoot at the time of call due to having discarded set and reservoir. The customer was advised the pump would be replaced and returned for analysis due to moisture exposure.